Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, the ablation catheter entered the pericardial space. Initially following the collecting of geometry in the left atrium, the physician wanted to conduct some falling points with the ablation catheter in the left superior pulmonary vein, however the catheter was not able to move freely in the left atrium. The physician then noted the ablation catheter was in the pericardial space. An echocardiogram was conducted, but no bleeding or pericardial effusion was noted and the patient's blood pressure remained stable. No intervention was administered and the procedure was cancelled. The physician believed the perforation occurred during the transseptal puncture with the introducer, which is how the ablation catheter entered the pericardial space in the septal wall. The physician did not allege the ablation catheter caused the perforation. There were no performance issues with the introducer.